Event description:
The risk mgr from the hosp reported the following event: the probe got disassembled and remained into the shoulder of the pt.

Manufacturer narrative:
The device has not been received at the mfg site for eval at this time. If received, a follow-up report will be submitted with investigation results.